Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor coupling. Patient stated last night he charged the neurostimulator (ins) for 2 hours, but the ins battery level has not increased. Patient stated that sometimes the coupling boxes were there and filled in, sometimes they were halfway and sometimes empty. Patient stated his wife helped placed antenna over the ins. Patient was not currently charging at time of the call. Patient stated he currently uses adhesive discs. Could not troubleshoot due to lack of access to product. No further complications were reported/anticipated.

Event description:
Additional information received from the patient. It was reported that the patient experienced poor coupling. This occurred a couple of times and the last two times the ins didn't charge much at all. They sometimes only received half the coupling bars. They used the belt and adhesive tape. On the call the patient had 6-8 coupling bars. The importance of antenna placement was reviewed. The patient noted they would try to keep it still while charging. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient experienced poor coupling on (B)(6) 2019; the patient went to charge and couldn't get any coupling boxes to fill in. They took it off, put a new adhesive disc on and still received no coupling bars. On (B)(6) 2019 they put the recharger on, hooked it up, and it was working fine. They didn't know what they did the previous night where it wouldn't work and today it did. Their wife always helped them and they could see where the ins was located. No further complications reported.